Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : synergy xd mr us 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 21.2cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but it could not cross the lesion due to highly calcified lesion. However, it was found that the shaft broke during crossing the lesion. The device was simply removed in one piece and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : synergy xd mr us 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 21.2cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but it could not cross the lesion due to highly calcified lesion. However, it was found that the shaft broke during crossing the lesion. The device was simply removed in one piece and the procedure was completed with another of same device. There were no patient complications reported. As per further review, it was not stated that the 2.50 x 16mm synergy xd drug-eluting stent failed to cross the lesion.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but it could not cross the lesion due to highly calcified lesion. However, it was found that the shaft broke during crossing the lesion. The device was simply removed in one piece and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).